Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 558 mg/dl and trace ketones. Cause for the reported issue was not known. The infusion set and cartridge was changed, and the customer reverted to manual insulin injections to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.